Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter stated that the pump emitted a communication call service alarm and then the display screen went blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple consecutive cs 054-0000 call service alarms on the event date. The pump powered on properly with a fully illuminated, functional display screen. The pump case was removed, and no visible defect was found to the printed circuit board. The blank screen and communication alarm issues were not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.